Event description:
Caller reported a cgm error, which was identified as error 42. Cts assisted the caller with a complete pump reset, guiding them through the process. After the reset, the cgm error did not reappear, and the caller was able to successfully start a new sensor session. No additional information was received regarding the outcome of the event.